Event description:
Patient reported ¿perforation of the implant¿ and ¿entailing urgent replacement due to the risk of developing cancer complications¿ this record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 health effect -device remains implanted.

Event description:
Patient reported right side ¿perforation of the implant¿ and ¿entailing urgent replacement due to the risk of developing cancer complications.¿ . The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3,

Event description:
Patient reported ¿perforation of the implant¿ and ¿entailing urgent replacement due to the risk of developing cancer complications.¿ this record relates to the unknown side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.